Event description:
Home pt reports that, against instruction, she was connected to pt line of homechoice set during the prime phase of automated peritoneal dialysis treatment. Per healthcare professional, there was no pt injury and no medical intervention as a result of incident.